Event description:
The facility reported an incident where a picu oncology pt rec'd one hour worth of chemotherapy within 15 minutes. The pt was given a fluid bolus as a result of the overinfusion. No pt injury or adverse outcomes were reported.

Event description:
A patient went into the picu for chemotherapy. The infusion was to go in over one hour but was reported to have infused in 20 minutes. No medical intervention or patient injury reported. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, prescribed rate of infusion, or volume to be infused.